Event description:
Event description boston scientific received information that this implantable atrial pacing lead was surgically abandoned when it exhibited lead impedance measurements greater than 3000 ohms. There were no reports of therapy delivery issues.